Event description:
The customer wanted to return the insulin pump. She stated that she was hospitalized three times back in april while she was wearing it. The customer stated that the insulin was denatured. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump had a missing end cap sticker.